Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot photos of the device were provided. Slight wear was identified on the posterior side of the insert along with the tibial post. Device return is needed to further assess this case. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to pe wear and pain. The components were implanted in situ for ~11.50 y. The liner was revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
The arthroplasty was revised due to pe wear and pain. The components were implanted in situ for ~11.50 y. The liner was revised. The patient presented with a ucla score of 5 three months prior to revision surgery and a maximum score of 6.